Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a fiberoptic sensor module failure, there was no interruption to patient therapy and no harm was reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), and was able to confirm the alarms in the iabp¿s diagnostic error log. To fix the issue, the fse replaced the assy,fiber optic,rohs. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.